Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer adminstred a correction injection and bolus via pump to address bg level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.